Manufacturer narrative:
Based on insulet's investigation, software issues were found that contributed to the errors and CAPA has been opened to address the issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had blood glucose (bg) values that dropped to 21 mg/dl. The patient lost their balance and fell to the floor unconscious. The patient was taken to the hospital by ambulance. The patient was given a intravenous (IV) of a unknown medicine, a electrocardiogram (EKG) and ultrasound was used to check their heart. No further details were given.